Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in us. The used device lot # was not available because the product was discarded by the healthcare facility. This patient was dialyzed on large surface area dialyzer with higher blood flow rate than normal use, which resulted in shock.

Event description:
The dialyzer was used for elderly patient. The blood flow rate was too fast for patient. So, the patient went into shock and hospitalized one day. After this adverse event, dialyzer was changed to 21sa and the patient became well with it.